Event description:
It was reported that during a pacemaker implantation procedure, the right ventricular (rv) lead was attempted to be tested by connecting it to the pacemaker. The rv lead exhibited impedance greater than 2500 ohms and there was no sensing. It was checked that the lead was fully plugged in and the set screw was properly tightened, but the lead did not function. The lead was removed and connected to the patient system analyzer, which confirmed that the lead was electrically normal. Another pacemaker was then connected to the lead, which yielded normal electrical values. The physician decided to remove the first pacemaker and implant the rv lead with the second pacemaker. No patient symptoms were reported.

Manufacturer narrative:
The reported field event of high impedance and sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.